Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the patient had a calcified/ dissected/ narrow abdominal aorta that was shockwaved, but the physician was unable to advance the valve to the descending aorta. The physician then brought the valve and 14f esheath+ out- which led to a perforation of the left common iliac artery. A second commander delivery system was needed due to the first delivery system being removed due to vascular complications.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added additional codes to h6: impact code, clinical code, device code, type of investigation, investigation findings, and investigation conclusions. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed as the complaint device was not returned and no applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Per the event description, "there was difficulty tracking the delivery system and valve through the aorta" and that "the native vessel was calcified and tortuous." Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be progress further. Additionally, tortuous anatomy can present difficult bend angles or constrained condition resulting in higher resistance for the devices to overcome when tracking through patient anatomy. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Based on the available information patient factors (calcification, tortuosity) may have contributed to the complaint event. Per the event description, "the valve moved off the delivery system during withdrawal because the physician was not able to pull the commander with the valve on the balloon into the esheath+." The procedural training manual instructs to "retract the transcatheter heart valve (thv) and delivery system into the esheath+ ensuring the thv is completely inside the sheath". In this case, the sheath and delivery system were withdrawn together, however, the valve was not inside the sheath due to withdrawal difficulty. Tortuosity in the access vessel can create non-coaxial withdrawal angles. Non-coaxial withdrawal may have resulted in the crimped valve catching on the patient anatomy and causing the reported dislodgment. This interaction, in addition to excessive device manipulation to counter the withdrawal difficulty, may have resulted in the valve dislodging from the balloon. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Based on the available information patient (tortuosity) and/or procedural factors (non-coaxial withdrawal, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.